Event description:
It was reported that the patient presented remotely. The patient's pacemaker exhibited noise reversion episodes and myopotential oversensing. There were no interventions and no patient consequences.